Event description:
A technician discovered that the brakes on this bed would no longer hold.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/ working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.